Manufacturer narrative:
(B)(4). Lot: r58c4y. Investigation summary: the analysis results showed that one gst60d reload was received unfired, with the pan partially detached from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the scrub tech struggled to get the reload loaded into the stapler on the third firing. A second like reload with the same stapler was used to continue the procedure. There were no adverse consequences for the patient.